Event description:
Patient information for two patients that were accessioned in close proximity have name and details that are incorrect. Patient information in masthead.dat is correct, but the information in the patient's file is incorrect. No further information is available. There was no reported patient injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update had resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Investigation determined after trail file review one specimen had a wrong patient associated, the other specimen had the correct patient. Also, the trace files showed that the patient that should have been associated with the first specimen did not exist in the database, it was added later, when the correction was made. It is possible that the user selected the wrong patient in the beginning, went back in to correct later, searched for the right patient, did not find the patient in the database, added the patient and corrected the patient info on specimen. Problem was not reproducible. (B) (4).